Event description:
It was reported that an ilet user wearing a dexcom g7 continuous glucose monitor (cgm) experienced intermittent loss of cgm readings on the pump, with readings later restoring after the sensor reconnected; review of device alarms showed multiple sensor reconnecting alerts and a dosing stops soon alert, and the user was advised that manual blood glucose entry into the pump could be used during temporary signal interruptions to support dosing. No adverse clinical symptoms reported. Outcomes included no interruption to therapy beyond temporary loss of cgm communication, no medical intervention, and no hospitalization. User support included review of device alarm history and user guidance on troubleshooting and education. Investigation of this case revealed transient signal loss between the cgm and the ilet without indication of sensor failure, consistent with expected behavior during temporary communication interruptions. It was concluded, based on previously established findings for similar reports, that the cause was transient wireless communication disruption between the cgm and the pump.

Manufacturer narrative:
Initial.